Manufacturer narrative:
The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was not reading the connected defibrillation electrodes during a patient event. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer

Event description:
The customer contacted stryker to report that their device was not reading the connected defibrillation electrodes during a patient event. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.